Event description:
Customer posted a message on social media, saying he was having issues with carelink home not being compatible with google chrome. He said he can't view, save, or share weekly reports with doctors. The customer mentioned having an incident on easter sunday. He stated that his glucose level always drops around 5:30pm. He was cooking dinner, had a snack and decided to do a sensor change. During the period of two hours waiting for initialization and another two hours for wetting, his glucose level dropped to 38mg/dl. The customer passed out and had a seizure. The daughter gave him a drink and called the paramedics. They arrived to his house and treated with glucose juice. The customer declined to go to the hospital. The caller stated that he experienced high blood glucose and believed was due to a site related issue. The infusion set was changed and his glucose level went down. The customer mentioned having hard time to control his blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.